Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported post scs trial procedure, the patient experienced a temporary loss of sensation in her lower extremities. The patient regained functionality of her legs and the feet in a few minutes. The physician correlated this event to be due to the use of local anesthesia. The patient is reported to have excellent stimulation coverage.